Event description:
Note: this report pertains to second of two resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2024. During the procedure, when closing the device, it was opened and separated from the delivery system. A second resolution 360 ultra clip was used; however, the same problem happened. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h10: the returned resolution 360 ultra clip device was analyzed, and the device returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Also, one locking tab was slightly opened. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. Upon analysis, it was found that the clip had evidence of soft deployment, since the clip was detached from the bushing but still attached to the control wire. Under microscopic analysis, it was found that one side of the capsule was lifted, consequently, the root cause of the clip assembly detachment. Most likely during unpacking of the device, the clip was hit against a hard surface, causing the damage on the capsule. This possible hit lifted the locking tab, whose function is to attach the clip to the bushing. Therefore, with this component lifted, there is not enough subjection between the clip and the bushing, causing the reported failure on the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to second of two resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2024. During the procedure, when closing the device, it was opened and separated from the delivery system. A second resolution 360 ultra clip was used; however, the same problem happened. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.